Manufacturer narrative:
H10: internal complaint reference: case- (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix ultra anchor broke while it was screwed in. The broken pieces were removed from the patient by tweezers. The procedure was completed without surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The status of the patient is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and fractured anchor were returned with no suture material. The anchor is fractured from the proximal end of the suture window toward the proximal end of the anchor in a spiral. The distal end of the insertion device is deformed and there is debris on all returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.